Manufacturer narrative:
Common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat persistent atrial fibrillation (a fib). It was reported that melted plastic was observed at the opening of the catheter lumen. It was stuck in place making it unable to advancce the guidewire. The catheter was replaced. The procedure was completed successfully without patient complications. The device is not expected to be returned for analysis. It was further reported that the device is now expected to be returned.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Device technical analysis: upon receipt at boston scientific's post market laboratory the device underwent visual inspection. During product analysis there was a plastic obstruction on the guidewire port. Based on the product analysis the ar code "foreign material present in device" was confirmed.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat persistent atrial fibrillation (a fib). It was reported that melted plastic was observed at the opening of the catheter lumen. It was stuck in place making it unable to advancce the guidewire. The catheter was replaced. The procedure was completed successfully without patient complications. The device is not expected to be returned for analysis.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat persistent atrial fibrillation (a fib). It was reported that melted plastic was observed at the opening of the catheter lumen. It was stuck in place making it unable to advancce the guidewire. The catheter was replaced. The procedure was completed successfully without patient complications. The device is not expected to be returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.